Event description:
Customer reports the use by date on the aviva test strip vial as (B)(6) 2009. Manufacturer's batch record confirmed the actual use by date to be (B)(6) 2009. No adverse event reported. Requested return of suspect device, however, customer has discarded the system.